Event description:
Angio-seal vip vascular closure device deployment failure. Md took appropriate pre images to determine if the device could be used. He (md) followed the instructions as he has done for several years. When he went to cut the proximal end of the suture, the string was sucked into the artery. The physician took images afterwards to find compromised flow, and consulted vascular surgery. The vascular surgeon described was removed as a small anchor with suture attached, no collagen was found.